Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer explained that the paramedics were called to the house after her husband tried to wake her up, but she was unresponsive with her eyes open. The customer stated that the paramedics treated her with glucagon. The customer's blood glucose was 27 mg/dl. Prior to the incident, the customer stated that she had low blood glucose all day. The customer treated the low blood glucose by drinking soda. The customer confirmed that her healthcare provider had cut back on the basal rates on the insulin pump. The customer did not return the product for analysis.